Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead, product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller mentioned today that it was noticed on (B)(6) 2021 that patient had one lead that was showing high impedances on all contacts. Caller stated they are not using that lead. Discuss is being had on whether to replace the lead but decision has not yet been made. Caller also noted seeing settings not available screen when with the pt on (B)(6).  The patient began having issues being able to increase and decrease her settings. The rep will be meeting with the patient again. No symptoms were reported. Additional information received reported that the patient was still having issue with controller, that stimulation can't be increased. Impedance check showed electrode 3, 8, 9, 11, 12, 13, 14 being out. Patient programmed on 3- and 5+. Rep said impedance is different every time they saw patient, the last few times only 8-15 electrodes were out. Based on patient's report and imaging, the lead moved a few weeks after implant, lead migrated south. Imaging 2 weeks ago showed lead moved again. Patient is not getting pain relief as result. Technical services(ts) redirected rep to hcp to discuss potential revision, given that lead continues to move. Discussed anchor as possible issue.

Event description:
Additional information was received indicating that the cause of the lead migration was unknown and the date of the revision surgery was still pending.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the office had received approval for a lead revision and now they were trying to schedule the surgery for the patient.